Event description:
A physician reported that after implantation of the intraocular lens (iol), a defect was noted on the lens. The surgery was completed without product replacement. There was no patient harm. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided of a multifocal lens in the eye. A mark is observed across the optic. The origin and nature of the observed mark cannot be determined from the photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. No further information has been provided. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).